Event description:
It was reported that the patient presented to clinic with complaints of an "electrical current sensation" coming from her driveline. The patient stated she can actually feel the current coming from the pump through the driveline to the external section of her driveline. The vad team examined her controller and driveline, there was no damage to either. The driveline site reportedly looked great. The patient said that this has been going on for a few weeks and happens daily. The event log for the patient contained only routine power source changes. No other abnormal alarms, events, or trends in data were recorded. The pump appears to be operating as designed. Technical services was unable to correlate the reported patient sensation with anything in the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an "electrical current sensation" could not be confirmed. A specific cause for this event could not conclusively be determined. The account reported that the patient was experiencing an ¿electrical current sensation¿ coming from her driveline, all the way from the pump to the external portion of the driveline, that had been going on for weeks and happened daily. No damage was noted to the driveline and controller when examined by the ventricular assist device team, and the driveline site looked normal. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted log files contained no unusual events and appeared to show the system functioning as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No additional issues have been reported at this time. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ and section 6 ¿patient care and management¿ warn to ¿notify appropriate personnel if there is a change in how the pump works, sounds, or feels.¿ these sections also both warn that if external system components come into contact with water or moisture, the patient may receive a serious shock or the pump may stop. The heartmate 3 lvas patient handbook, rev. C, is currently available. The handbook states in section 1 ¿introduction¿ that ¿if external system components have contact with water or moisture, the patient may receive a serious electrical shock or the pump may stop.¿ section 4 "living with the heartmate 3" warns to "call a hospital contact if any change is observed in how the pump works, sounds, or feels." No further information was provided. The manufacturer is closing the file on this event.